Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "no device problem reported" (no known device problem). A user facility reported thirteen cases of endophthalmitis following intraocular lens (iol) implant surgery. Four patients were operated on (B)(6)2010 and nine were operated on (B)(6)2010. On (B)(6)2010, ten of the thirteen cases had secondary surgeries. Four patients lost their vision and four others are in critical condition to losing their vision. The remaining five patients were improving. There are no patient identifiers currently available. A different system, intraocular lens, viscoelastic and bss were used in both surgeries. But the only common product used was the bss. The facility is investigating the cause of the incidents. The director of the ophthalmology clinic confirmed that the endophthalmitis was caused due to a resistant strain of pseudomonas in the site. There are two incidents being filed for this facility. In each incident, there are four medical devices involved. Four individual reports are being filed for each of the medical devices involved. This report is for the system. This report is for the three patients with no secondary surgeries. Additional information has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)